Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/14/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/03/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a shortened battery life. The battery cap was found to be intact. A battery cap was not returned. A test battery cap was used for testing. The pump¿s electric current draws were found to be within specification. The pump successfully completed a prime sequence without issue or alarm. There was no evidence of damage, defect or moisture to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.